Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 166 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.